Event description:
Initial report: this case was reported by a customer and involves a patient. Pt had been treated with poly-l-lactic acid (sculptra) and now after more than 12 months suffers from granuloma and local redness.